Manufacturer narrative:
One (1) photo was shared by terumo, a the chemolock is observed to be connected to an unknown set, however a drop of water coming between both connections is observed, it is not clear the source of the leak based on the photo. Complaints of leaks can be confirmed based on the photo shared by the customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
E1 initial reporter phone is (B)(6). The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a chemolock¿ injector, bulk non-sterile where a customer reported a carboplatin leakage during transfusion from the connecting area of chemolock injector and chemolock port. There was unknown patient involvement but no patient harm.